Event description:
Boston scientific received information that during implant procedure for normal device change-out, the right ventricular (rv) lead exhibited high out-of-range shock lead impedance greater than 125 ohms when connected with this new implantable cardioverter defibrillator (ICD). Commanded shocks were performed and boston scientific technical services (ts) recommended a lead replacement since impedances were too high. Additional information was received indicating that the cause of the observation was not conclusively determined. The lead was surgically abandoned and replaced. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates this device was explanted. No adverse patient effects were reported.